Event description:
The patient was experiencing ventricular fibrillation (vf) in a non-clinical environment. The device diagnosed the vf and delivered therapy; however the vf signal had a low amplitude which the device then undersensed. The therapy was not able to convert the vf to sinus rhythm and the patient passed away. The physician was unable to rule out a device malfunction. Technical support reviewed the session records and there was some undersensing due to the nature of the sensibility algorithm, but vf was properly detected the low amplitude and continued to deliver therapy. The device is being returned for analysis to confirm function.

Manufacturer narrative:
The reported field event of failure to convert the arrhythmia and undersensing was confirmed from the egm review, the device was found normal. The reason for undersensing was due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.